Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the line could not be removed. Inability to remove the lock line may lead to breakage and a portion of the line left in the anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and deployment steps were started. After the lock line was retracted 10cm, the line could not be removed. Troubleshooting steps were performed, but were unsuccessful. Therefore, the cds was removed and replaced. Two clips were implanted reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The reported inability removing the lock line was confirmed via returned device analysis. The investigation determined that the observed knot led to the difficulty removing the lock line; however, a definitive cause for how the knot formed could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.